Event description:
Information received indicates that a mosaic heart valve was removed due to aortic stenosis, or gradient increase, and subjective symptoms. Gradients increased to 78mmhg to 132 mmhg over 20 months. Replaced with sjm valve, with no reported complication to the patient.

Manufacturer narrative:
Evaluation method: device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. A gross visual examination shows remnants of pannus extending 1-2 mm onto two leaflets. It appears more pannus was removed. Also, the stent is distorted into a slight oval shape. The observed stent distortion is often associated with attempted or inadvertent valve oversizing. The leaflets are stiff, but flexible. Leaflet tears and abrasions associated with contact with the bias cloth are present. Radiography shows no evidence of mineralization in the valve. Conclusion: the exact cause of the event cannot be determined. There was no reported complication to the patient during valve replacement.